Manufacturer narrative:
Philips service reinstalled and calibrated the system, restoring the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system displayed a blue screen at boot due to software failure on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.